Event description:
It was reported that the patient received an alert for non-sustained far p-wave oversensing. The stored egm records revealed the oversensing resulted in inhibition of pacing and sensing. Reprogramming was recommended and the device remains implanted.